Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A spider fx was intended to be used for treatment of a lesion in the common carotid artery. The IFU was followed. It was reported during the surgery, when the spider delivery system was being delivered, the green delivery catheter kinked and broke. The green delivery catheter was broken in the middle and completely detached, after separation all parts were removed. No intervention required to remove the device and no vessel damage reported. Another spider was used to complete the case. No patient injury.

Manufacturer narrative:
Product analysis: the device returned with a detachment to the green delivery catheter, immediately distal to the clear section the filter basket was located in the clear section of the green delivery catheter, however it could not be advanced out of the catheter due to a significant number of dried biologics. The material was jagged and uneven at the detachment site, the detached section of the catheter did not return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.